Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device alarmed with no disposable alarm and would not run. The cassette was removed and reattached, but the alarm persisted. The medication infused was 5-fluorouracil (5-fu) with programmed rate at 0 ml per hour, the remaining volume was 96.2 ml, and volume given was 0 ml. The event occurred during infusion, with patient involvement and no harm.

Manufacturer narrative:
The suspected device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The customer reported no disposable alarm could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.